Event description:
It was reported that, 25 days post-implant of this spectra penile prosthesis (spp), the patient presented to the hospital with an infection in the area of the implant. The patient was treated with antibiotics and painkillers. A revision surgery was performed and the spp was removed. There were no further patient complications.

Event description:
It was reported that the patient presented to the hospital twenty-five days post-implant of this spectra penile prosthesis (spp) with an infected device. The patient was medicated with cefepime, vancomycin, piperacillin-tazobactam, morphine and vancomycin. A revision surgery was performed and the spp was removed. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.